Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited "no disposable, clamp tubing" and "no disposable, pump won't run" alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
Two cassettes were returned for analysis in used condition. Visual inspection of the cassettes showed no physical damage. Functional testing included use testing. The cassettes were tested on two different pumps for the "no disposable alarm" that was observed in the field, however the alarm could not be duplicated. Based on the evidence, the complaint was unable to be confirmed.